Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 08, 2026, was filed inadvertently. No explantation or serious injury has occurred. This MDR was a duplicate. Any further information will be provided with report number 6000034-2025-03874.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to poor sound quality and discomfort. Reimplantation is unknown. Additional information has been requested but has not been made available as of the date of this report.